Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by cgm. User made bolus requests without entering current bg level. Basal rates were adjusted slightly up throughout the two weeks low bg levels occurred. Basal rate settings have since been lowered. Making bolus requests without entering current bg levels could lead to a low bg event. Basal rate adjustments could have caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. The customer suspected the cause of the bg level due to a slight increase in activity. Additionally, the customer was concerned that the pump was over delivering insulin. Tandem's technical support (cts) educated the customer that a malfunction or an alarm would have occurred if there was an issue with the pump. The acknowledged and stated that the bg level could be do to their body; however, the customer maintained the concern of the over delivery. The bg level was addressed with soda. Recommendation was made by cts for the customer to contact a healthcare provider regarding the bg level.